Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (air bubbles filling) issue. Reportedly, the patient experienced elevated blood glucose (bg) as high as 277 mg/dl with no signs or symptoms of hyperglycemia. The reporter was concerned that the bg excursion may be due to air bubbles. Troubleshooting could not be completed at the time of initial contact. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of an air bubbles issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.